Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. The reported events of bleb-related issues, high intralocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported needling was performed in the left eye after 2 months from the implantation and iop remained high at 28 mmhg against xen®45 gts. The device has been explanted due to scarring that caused bleb failure. Events has been resolved.